Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-16323. It was reported that, during the patient's lead revision (related manufacturer reference number: 3006705815-2021-00936), it was discovered that one of the patient's anchors was fractured. As a result, the physician explanted and replaced both anchors. Therapy was restored following the procedure. Note: it is unknown which anchor was fractured so both are being reported on.